Manufacturer narrative:
A cause of the reported issue could not be determined. After reconnecting the cables from the power and therapy pcb assemblies, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated a customer device and verified the reported issue. After reconnecting the cables from the power and therapy pcb assemblies, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power. There was no reports of patient use associated with the reported event.